Event description:
Clinician was deploying guidewire and the wire came out of the side tubing. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened ra catheterization kit for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the guide wire became kinked within the advancer tubing. The kinking resulted in the guide wire to protrude from the slit in the tubing. It was observed that the guide wire was firmly lodged within the needle cannula, which prevented the guide wire from being retracted out of the cannula. Significant force was required to remove the guide wire from the needle. This resulted in the guide wire to become unraveled upon removal. To accurately perform dimensional analysis on the returned sample, the guide wire was removed from the cannula. Due to the undue force applied during removal, the guide wire became unraveled from the distal end. The guide wire total length from the distal end of the black handle to the point of separation on the core wire measured 5 1/8", which is within the specification limits of 5 1/32"-5 7/32" per the catheterization product drawing. The guide wire outer diameter measured 0.440mm, which is within the specification limits of .432mm-.457mm per the guide wire product drawing. The cannula inner diameter at the distal and proximal ends measured .019", which is within the specification limits of .019"-.0205" per the cannula product drawing. The cannula outer diameter measured .0280", which is within the specification limits of .0280"-.0285" per the cannula graphic. When passing a lab inventory guide wire through the proximal end of the cannula, significant resistance was encountered 37mm from the proximal opening. After removal of the damaged guide wire, a lab inventory guide wire with a diameter of .018" was inserted through the proximal end of the cannula; however, a major blockage was encountered which prevented the guide wire from passing. Continuous passing of the lab inventory guide wire through the unblocked portion of the cannula resulted in a clear, white substance to exit out of the proximal opening. Performed per IFU statement , "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of resistance between the guide wire and needle causing a kinked guide wire was confirmed through complaint investigation. Visual and functional analysis revealed that the guide wire was kinked and was lodged inside the needle cannula. Once free, a build-up of dried biological material and clear adhesive residue was observed. The combination of these likely caused or contributed to this event. The guide wire and the cannula met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Clinician was deploying guidewire and the wire came out of the side tubing. No patient harm reported. The patient's condition is reported as fine.